Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.

Event description:
Information received indicates when the brake is engaged the casters will not hold.